Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
A reporter indicated a cq2015a collamer three piece lens, +20.0 diopter, got stuck in the injector. The lens was discarded with the cartridge. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information received. The reporter stated there was no patient contact and the backup lens was implanted. The cause of the event was unknown. Claim # (B)(4).